Event description:
In 2007 at 5/54pm, the lay-user/patient contacted lifescan (lfs) alleging the one touch ultra test strips may have been counterfeited/diverted because the test strips vial have english adn french writings. The medical affairs specialist (mas) called and spoke with the patient on five days earlier, and obtained additional information. The patient had initially reported that the issue began on original date at 8am. However, she informed the mas that she had purchased the subject test strips about 3 months ago and had noticed the issue right after she started using them. She mentioned that sometimes she "would get high results and sometimes would get low results" (she could not recall any specific results) when she had started using the subject test strips. The patient also confirmed that she did not notice anything different about the test strips or the vials other than the two languages on them. The patient also informed the mas that sometime after she had started using the test strips, she had visited the ER after experiencing shakiness. However, she did not recall what results she had obtained on her meter using those test strips prior to going to the ER. The ER meter result was "below 60 mg/dl" and she was placed on IV glucose and given food to eat. She did not recall any information leading to the symptom of shakiness. This complaint is being reported, because the patient alleged she became hypoglycemic after using this lot of test strips. It is not clear how the patient obtained vials of test strips with both languages, as foreign language is not included on onetouch ultra test strip vials distributed by lifescan for use within the united states. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.